Manufacturer narrative:
The patient has a lump that was developed under the sensor and was pushing the sensor up. Patient has chronic lymphocytic leukemia (cll). The sensor was successfully removed.

Event description:
On (B)(6) 2024, senseonics was made aware of an incident where patient has a lump that was developed under the sensor and was pushing the sensor up.the sensor was successfully removed.patient has chronic lymphocytic leukemia (cll).